Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis found the subcutaneous implantable cardioverter defibrillator (s-ICD) battery depleted faster than normal due to being taken out of storage mode while in its original packing. This caused the beeper to activate several times a day due to the lead impedance code that was declared when the lead impedance measurements are out of range. The beeping causes extra current draw.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that upon interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) had been taken out of shelf mode and upon interrogation the battery remaining was at 86 percent. The device memory was sent to engineering for review. Upon review it was noted that there was not enough reserve capacity for the device to have normal longevity if implanted. It was recommended that the s-ICD not be implanted. The device was not implanted due to decreased battery capacity after inadvertently being left out of shelf mode.